Event description:
It was reported that late last week prior to the report the patient turned her implantable neurostimulator (ins) off to charge and she went to turn it back on and felt nothing and now had no stimulation sensation. The patient broke her toe three weeks prior to the report but no other reports of falls or trauma. Impedance testing was performed at max restore value and it showed that all pairs on the single quad lead were greater than 3,600 ohms. The manufacturer¿s representative (rep) and the patient discussed possible revision, especially considering the patient was due to have the ins replaced in the next one and a half years. Imaging and evaluation were advised. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient's health care provider (hcp) reported about a month later that the device was not working. No stimulation was noted. The cause of the impedance issue was unknown, but was device related. X-ray results showed no break or disconnect. Reprogramming was performed. The patient status was not recovered, symptoms/issue ongoing . The patient was referred to a surgeon.

Manufacturer narrative:
Product type programmer, patient product ID 3708360 lot# serial# (B)(4) implanted: (B)(6) 2007 product type: extension. Product ID: 3487a-33, lot# v028485, implanted: (B)(6) 2007, product type: lead. (B)(4).